Manufacturer narrative:
Product complaint # (B)(4). Initial reporter is j&j company representative. Without a lot number, the device history records review could not be completed as no product was received. Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary: product was not returned and therefore, no further investigation is possible. Condition of the returned photo prevents proper testing / failure analysis of the reported allegation based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screw head threads peeled. It was reported that during the surgery of remove the clavicle fixation plate, 2 screws' head threads peeled, could not remove, one was removed by sliding extractor, the other was removed with plate by rotating plate, the surgery delayed more than one hour. The patient is stable now. This complaint involves two (2) devices. This report is for one (1) 3.5mm ti locking screw self-tapping 30mm. This report is 2 of 2 for (B)(4).